Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laser system displayed a message to clean the fiber; damage at the fiber tip was observed at 125,432 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to be broken at the open end of the metal cap; charring of the metal cap, devitrification at the output window and damage to the outer flow tube were also observed. Both caps remain intact and attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The broken fiber issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation / user handling, due to anatomical / procedural factors encountered during the procedure.